Manufacturer narrative:
Analysis confirmed the customer comment that the device failed its preventive maintenance testing, the liquid crystal display was "bleeding" , the output connectors were broken, the upper case was cracked at its bosses, the lower case was damaged next to the battery drawer, the lock button on the keypad was flat, the main printed circuit board had its capacitor c277 broken off and the main label was delaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed its preventive maintenance testing. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.